Event description:
Ous MDR - it was reported that this right atrial lead was explanted due to noise after an implant duration of (B)(6) months. No adverse patient side effects have been reported.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized. The analysis of the lead demonstrated a rubbed through insulation in the distal part and in the proximal part of the lead. These damages can be considered to be the root cause of the clinical observation as mentioned in the complaint description. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to severe mechanical forces as the result of mechanical interaction between the lead body and a nearby lead. Diagnostic images clarifying this assumption were not available for analysis. The cuttings in the insulation resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.